Event description:
It was reported that the patient received inappropriate therapy. Review of egms revealed intermittent oversensing of noise. A decrease in sensing was also noted. Insulation damage was suspected. X-ray revealed the lead had dislodged into the atrium. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.